Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A replacement procedure was performed, and this pacemaker is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.